Event description:
Selecta duet changed from yag to slt mode unprompted resulting in doctor firing several slt shots before realizing it was not in yag mode.

Manufacturer narrative:
On (B)(6)2025 lumenis received an email from (B)(6) at (B)(6) in (B)(6) mi which stated that during a capsulotomy procedure on (B)(6) 2025 their selecta duet system switched from yag to slt mode unprompted. The complaint text reads as follows; "customer reports that device changed from yag to slt mode unprompted resulting in doctor firing several slt shots before realizing it was not in yag mode. Patient is currently noticing some blurry/cloudy vision." The patient was referred to a retina specialist and his condition is being monitored. The customer reported a week later; "the patient is noticing some blurry/cloudy vision in the eye where the incident occurred. The situation is fluid, but as of now, she does not seem overly frustrated and has not threatened anything. We have made our insurance company aware of the situation." As this system is billable an offer was made to the customer to send out a service expert to evaluate the system but was declined by the customer. They didn't want to "pay to have a ce come out and tell them there was nothing wrong with their system." The customer did however, send a video of them trying to demonstrate how the reported change occurred. This video showed what they were doing at the time of the reported switch (rapidly changing power levels) but the predicted shift from yag to slt did not occur. Lumenis engineering found an older selecta system manufactured in 2015 and began working on independently trying to recreate the switch error. After exhaustive efforts to reproduce the yag to slt shift they also were unable to achieve the error. Between the customer not being able to demonstrate the error and lumenis engineering being unable to re-create it lumenis concludes that system malfunction is not suspected and that the customer must have inadvertently caused it. Despite several requests, no further patient information was shared. Subsequent communication with the customer (to create a new complaint) regarding another issue they thought they were having was canceled when they resolved it on their own. Ultimately, the system was presumed to be working as normal as they ceased communication regarding the event; "I think you can close the book on this case. We have provided a lot of information, and at this point, dr. Currie doesn't feel the need to have further discussion on it. We have protocols in place to ensure this incident doesn't happen again." A review of the selecta duet (model gas-910000 serial number(B)(6)) DHR records showed that the system was manufactured according to relevant procedures, tested before release and shipped according to specifications. The system manufacturing date was 8/2/2018 and the installation date was (B)(6)2018. The clinical investigation was performed by yair manor, the lumenis ophthalmic clinical director and found the following results. Severity; 9 - permanent injury resulting in permanent impairment analysis; clinical evaluation findings: a user complained that during a capsulotomy procedure performed on (B)(6) 2025, a selecta duet system switched from yag to slt mode unprompted, resulting in the doctor firing several slt shots before realizing the device was not in yag mode. A week later, the patient reported noticing some blurry/cloudy vision and was referred to a retina specialist. Lumenis did not obtain from the user further information about the patient's condition, despite efforts to get such info (including a phone call that the company tried to schedule with the user, but the user declines). Although there is no evidence that the incident caused an irreversible damage, in the abundance of caution lumenis assumes the worst possible scenario: a permanent impairment in vision. The device in question (model gas-91000, s/n (B)(6)) is a 2018 model with a remote control. This detail could be meaningful since in a device with a remote control some of the settings could be changed either on the remote control, or on the main console. The customer claimed that they were able to reproduce the issue by "clicking on the screen and adjusting the power of the microscope in too fast of a sequence, with the laser off." They determined that "the best way to guard against this is to first select the mode, turn the laser on, and then adjust the power. Then, the laser cannot change modes without it first turning off". It is not clear to the company what the user means by "too fast of a sequence", and despite efforts of the company to understand the user could not clarify. Lumenis r&d team determined that spontaneous switching of the selecta duet from yag mode to slt mode is not possible since the optical paths are different. Lumenis asked the customer to send us a video recording this "unprompted switching". The customer did send back a video clip, but in this video, they were not able to recreate the issue. In parallel, a lumenis product expert tried to create this issue using a 2015 model, trying many different scenarios- but was not able to do so. Lumenis offered to check the system but the customer declined. Additional findings: in the selecta duet, the laser beam in the slt mode is green (532 nm), while the laser beam in the yag mode is infra-red (1064 nm). In addition, the spot sizes are different (400 microns for slt mode, versus 8 microns for yag), and the aiming beams look different as well (a single aiming beam for slt mode, versus two aiming beams that coalesce on the focal plane for yag mode). Consequently, when the device fires in slt mode an experienced user (such as the doctor who reported the issue) should have immediately identified that the laser was firing in a wrong mode, already after a single shot. However, according to his narrative the doctor fired several shots until he realized that the laser was in the wrong mode. When asked to describe exactly what happened, the doctor - via his administrator- replied that "after 2-3 shots I noted that there wasn't the usual posterior capsule tissue reaction, I looked at the laser monitor screen and noted that it was in slt mode. On the monitor, I switched the mode back to yag, it went into standby mode, I turned the laser from standby to on, adjusted the power settings, made sure it stayed in yag mode and then finished the yag capsulotomy." Lumenis asked the user to explain why several shots were fired, since the doc should have identified that something was wrong already after a single shot. Despite several attempts, the user didn't feel it was necessary to have further discussion on it. According to them they now "have protocols in place to ensure this incident doesn't happen again". If something was wrong with the device, it is lumenis' opinion that a protocol-driven solution would not be sufficient to prevent recurrence. Taking all this together, the most probable explanation for this incident is that someone at the clinic made a mistake and set the system to slt instead of yag. Such a confusion happened in a selecta duet device before, and as a result lumenis introduced several changes in the user interface of newer selecta duet models, to make sure that this particular risk is reduced below an acceptable risk (residual severity: permanent injury resulting in permanent impairment; residual probability of occurrence: less than 0.001%). Lumenis strongly advises this clinic to have their system examined if they still believe the device was faulty (instead of relying on an improvised solution), to conduct periodic training to their medical staff (present and future), or to replace their selecta duet to a newer model where the risk of user error and confusion between the two modes is significantly reduced. Root cause failure: most likely, this case corresponds to risk 3.12.3 in the risk analysis of the selecta duet system (doc. (B)(4)): risk type = "usability", hazard = "inadvertent exposure", trigger event & hazardous situation = "using slt mode instead of yag mode" and harm = "cystoid "macular edema". Root cause; insufficient training; user error possible effects: retinal damage due to inadvertently using the slt mode instead of the yag mode for a posterior capsulotomy procedure investigation conclusions. The incident was caused by a user error, where the user intended to treat in yag mode but inadvertently selected the slt mode instead. (B)(6) 2025: as of day 26, from the awareness date, the customer has not yet supplied the patient's current condition so lumenis is unable to accurately assess severity. As such, the severity will be based on worst-case scenario (permanent impairment). Thus, the FDA decision tree concludes the event is reportable and will be reported to the FDA in an "abundance of caution" as MDR #3020611964-2025-00001. Lumenis will continue to monitor the event and as additional information becomes available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted. Lumenis will close this complaint at this time. Complaint trending will continue to monitor per global complaint handling sop (B)(4) and per post marketing surveillance procedure (B)(4).